Event description:
The physician punctured the right subclavian vein and inserted guide wire. Then it went to internal jugular vein (towards the cephalic part). The physician tried to draw forth the guide wire somewhat, but it could not move within the puncture needle as if it had been locked. The guide wire could not be drawn forth or brought forward either. The physician had no choice but to draw forth both the guide wire and the puncture needle all together. The physician was required to let the guide wire unfolded because it has caused an increased amount of the patient's blood to flow. No blood transfusion was required per the distributor. The operation was done without any vital problem, using a guide wire and a puncture needle that were from another manufacturer. The alleged problem was with the guidewire and is not manufactured by or specifically manufactured for denver biomedical.

Manufacturer narrative:
The device was sent to the manufacturer on 01/19/2007 for evaluation. The analysis code used by this manufacturer are not known.